Event description:
Malfunction: tracking problem. The system operator reported that the system had difficulty testing the tracker, on surgery day. Additional follow-up information was received. The system operator stated that he was able to fully calibrate the system and completed all cases uneventfully. The surgeon stated that no patients were injured by this event.

Manufacturer narrative:
Determination of root cause: assessment: during the site visit on, tm (territory manager) confirmed the problem, and performed a manual adjustment to the eye tracker camera to bring the adjustment offsets for x and y back to 0. The tm reset the et test to 0, and successfully completed the system verification. No manufacturing investigation is required as no parts were replaced. Conclusion: the root cause of this complaint was misalignment of the tracker camera. (B) (4). (B) (4). (B) (4).